Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device continued to power cycle after attempting to reload software. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.